Manufacturer narrative:
Evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test per dop114-811 as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a 5xx pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer declined to troubleshoot for high readings. Customer also reported no delivery alarm. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer reported the issue was resolved by changing the infusion set, reservoir and insulin. The reservoir will not be returned for analysis.